Event description:
It was reported that during the implant procedure, there was high threshold and impedance on the lead. The lead was explanted and replaced with a new lead and remains in use. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).